Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left circumflex artery that is 90% stenosed. The patient presented with severe angina and the lesion was pre-dilated with a 2.0x10mm semi compliant balloon. The 2.75x33mm xience alpine stent delivery system was deployed at 16 atmosphere and fluroscopy after stenting revealed an edge dissection at the proximal end of the stent. The dissection was covered with another xience alpine stent. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.